Event description:
International (B)(6) complaint received reporting leakage issue with use of unspecified dialysis set-ups and d1000 tego connectors. The initial information (as translated) received reports ".. They detect that the silicone closure of the tego cap does not close properly and the blood is leaking through the cap. It has occurred several times in the hemodialysis service. They are placing it in the patient's catheter and it is kept for 1 week...". The devices were removed, replaced, treatments resumed. The involved devices are believed to have been discarded. There were no reported adverse patient consequences. Additional event/device information although requested was not available.